Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not turn on/device not functioning and patient has headache. There was no report of serious injury or harm. There is no medical intervention was specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.